Event description:
Fentanyl tubing primed and inserted into the alaris pump. Staff noted the fantanyl was free flowing from the tubing after closing the door to the alaris pump. Staff clamped the tubing and removed it from the alaris pump.